Manufacturer narrative:
Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
A letter from a customer was received by stryker on the (B)(6) july. The customer stated that he was suffering extreme pain due to problems with his right exeter hip replacement. He explained that the first revision took place in (B)(6) 2002, followed by a second revision in (B)(6) 2002, a third revision in (B)(6) 2002, followed by several dislocations of the hip. He further explained that a fourth revision took place in (B)(6) 2007 and then in (B)(6) 2011, all metal and bone in the right leg between the knee joint and the pelvis were removed. He added that he would like to hear some feedback from stryker on this. Further information regarding products, x-rays and medical records will be requested.